Manufacturer narrative:
Since co's intial report, olympus has not received any further info either from hosp or indepedent investigator. Additionally, gastrointestinal fiberscope has not been returned to original equipment MFR ("OEM") for eval. Based on limited info availabe, OEM offers following likely scenario: bronchoscopy procedure was probably performed while pt was being ventilated with high concentration of oxygen. Spark most likely flashed as hot biospy forceps came into contact with tissue thereby causing distal end of scope to catch fire. Similar fires have been reported in literature from laser procedures using bronchoscopes. Use of gastrointestinal fiberscope for a bronchoscopy procedure was inappropriate. Furthermore, instruction manual for olympus bronchoscope prohibits performing bronchofiberscopic electrocautery under high concentration of oxygen. In conclusion, cause of problem can be attributed to misue of gastrroscope and inherent risk of procedure under high concentration of oxygen. No further action will be taken by olympus america.